Event description:
End user alleges while occupying the motorized wheelchair she went to sleep and fell out of the seat. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported sleeping in the power wheelchair without the use of a seat belt and she fell out of the unit. The owner's manual warns, "always use the seat belt".